Event description:
During stone removal in the bile duct, the physician used a cook fusion lithotripsy extraction basket. It was reported that the user attempted to capture and crush a relatively large stone and discovered the basket wire was broken. The user changed to a new one and crushed the stone normally and the procedure is completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided shows the device coiled within an open pouch, it can be observed that the basket assembly has been removed from the device sheath/ handle assembly. Our evaluation of the product said to be involved confirmed the report. The basket assembly had been removed from the sheath as returned, an approximately 29.5cm section of the drive wire has been cut and was included in the return. The device sheath and handle were also included in the return with no visible damage. The basket is deformed, indicating an application of force. The proximal end of cut basket drive wire portions were observed under magnification, the wires are frayed and uneven at the fracture point indicative of significant force being applied. The distal end of the cut segments align are smooth, aligning with being cut and corresponding to the proximal end of the larger basket assembly portion. The proximal wire on the larger basket assembly portion were returned bent and tangled. The overall length of the returned basket portion was approximately 223.2cm. The lack of proximal weld, and subsequent unraveling of the drive wire segments, indicates the basket wire was broken near the handle of the device prior to removal of the sheath. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The basket wire broke during the attempted lithotripsy as indicated by the user. This basket does not have predesigned breaking points. As mechanical lithotripsy applies a high force to the drive wire, basket wires and the stone if the stone requires a force to fracture that exceeds the tensile strength of the drive wire or basket wires, breakage will occur. The IFU includes the following warning "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.